Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device has a damage in the guide wire exit port and the sheath assembly was separated at the lap joint. The distal side of imaging core has exposed from sheath assembly and a damage in the guidewire exit hole in the distal sheath assembly were observed. Impedance testing shows a good unit wave form. Image characterization testing could not perform due to the sheath separation. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and sheath detachment occurred. The target lesion was located in a severely tortuous and mildly calcified right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During the procedure, it was noted that the entrance of rca was raised up in shape and very severely bent. Upon withdrawal of the opticross¿ imaging catheter, resistance was met near the guide catheter and the imaging catheter seemed stuck. The physician attempted to remove the whole system as one but they wouldn't move at all. The physician pushed and pulled the opticross¿ imaging catheter to separate the devices; however, the opticross¿ catheter detached, although the applied force was not very strong. The physician used several guidewires, connected them together then removed the opticross¿ imaging catheter successfully. When the physician checked the opticross¿ imaging catheter outside the patient's body, there was detachment about 25cm from the tip, where the clear changes to blue sheath. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulty and sheath detachment occurred. The target lesion was located in a severely tortuous and mildly calcified right coronary artery (rca). An opticross imaging catheter was selected for use. During the procedure, it was noted that the entrance of rca was raised up in shape and very severely bent. Upon withdrawal of the opticross imaging catheter, resistance was met near the guide catheter and the imaging catheter seemed stuck. The physician attempted to remove the whole system as one but they wouldn't move at all. The physician pushed and pulled the opticross imaging catheter to separate the devices; however, the opticross catheter detached, although the applied force was not very strong. The physician used several guidewires, connected them together then removed the opticross imaging catheter successfully. When the physician checked the opticross imaging catheter outside the patient's body, there was detachment about 25cm from the tip, where the clear changes to blue sheath. The procedure was completed with another opticross imaging catheter. No patient complications were reported and patient's status is good.